Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' A patient had pre-operative conditions of severe aortic stenosis. On 18 may 2016 a perceval size m was implanted. After 4 years of implantation the patient was suffering from dyspnea. The patients symptoms had initially been attributed to the moderate functional mr and moderate pulmonary hypertension (peak 55 mmhg) evident on the echo. However, a subsequent echo showed stenosis of the perceval with a peak velocity (pv) of 4.1 m·s-1 across the valve. On 24 feb 2020 a 23 mm corevalve was implanted as a tavi. The patient had a 48-hour hospital stay for the procedure which was challenging owing to the patient's high body mass index (bmi), short stature and short ascending aorta. The upper part of the valve lay free in the aorta above the sino-tubular junction and therefore crossing the stenotic valve. An initial small regurgitant leak resolved following post dilatation with a 22 mm z-med balloon and ultimately only a small gradient was evident across the perceval-corevalve combination. The perceval valve structure is nitinol and therefore not suitable for fracture. The patient's severe mr, progressive pulmonary hypertension and iron deficient anaemia requiring multiple blood transfusions meant that dyspnoeic symptoms persisted post procedure. From an aortic valve standpoint, the perceval-corevalve apparatus remained well seated on echo 3 months post procedure with no regurgitant jet. There was a higher than expected pv of 3.7 ms-1 without apparent valve leaflet dysfunction and this has been attributed to effective patient prosthesis mismatch, anaemia and associated hyperdynamic circulation.